Event description:
It was reported that: optical system blurred image. No information about patient injury and no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacture on january 20, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the information provided by the customer regarding the error description "blurred image" can be confirmed. Imaging is no longer possible due to one or more rod lens fractures caused by a bent shaft. Residues of unknown nature are detectable on the distal cover glass. The distal soldered seam is chemically attacked. A possible cause of the chemical damage may lie in the clinical processing procedure and the processing fluids/methods used. When focusing through the rod lens system, particles can be seen that can be identified as glass splinters due to the existing rod lens breakage. The optics were handled contrary to the instructions in the instructions for use which may have caused the damage detected. The damage is not due to a manufacturing/production defect, but rather to mechanical/chemical damage/overloading in the shaft area during use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).